Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the device detected an artifact and interrupted analysis repeatedly during this patient use event. The patient did not survive.

Manufacturer narrative:
(B)(4).